Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown stem, unknown, unknown, unknown head, unknown, unknown, unknown poly spacer, unknown. Report source, literature - faris, p.m. Et al (2006). The cemented all-polyethylene acetabular cup: factors affecting survival with emphasis on the integrated polyethylene spacer. The journal of arthroplasty, 21(2), 191-198. Doi: 10.1016/j.arth.2005.04.030. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 08050, 0001825034 - 2017 - 08049 , 0001825034 - 2017 - 08052. Product location unknown.

Event description:
It was reported in a journal article that ninety-nine patients died during the follow-up period due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.